Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. It is confirmed that the black plastic insulation has cracked and is falling off the instrument. The cracking is happening primarily on the handles. The reason the insulation is cracking and coming off, is that the customer is autoclaving it at too high a temp. When plastic is over-heated, it becomes brittle. This is not a flaw in the instrument itself. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The complaint is that during lap g banding operation, the coating has fallen into a pt's stomach. The pieces were taken out by the surgeon, dr. (B)(6). The operation was longer by 30 minutes than it was planned. No pt injury.